Event description:
It was reported, following a cesarean section, the patient lost 1500ml of blood due to uterine atony. A bakri tamponade balloon catheter was placed to treat the postpartum hemorrhage (pph). The bakri balloon was placed transvaginally and injected with 400ml of water. Clear liquid was found flowing out of the cervix. The user removed the device and found the balloon was leaking. A new balloon was used to achieve hemostasis. An additional approximate 100ml of blood was lost after device failure. The total estimated blood loss was 1600ml. The patient received transfusions of red blood cells, plasma, cold precipitation and platelets. The device was not tested before use and the device was not handled by or in the proximity of any metal tools that may have damaged the balloon. No additional patient consequences were reported.

Manufacturer narrative:
E1 - name and address: street: (B)(6). Postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation evaluation: description of event: it was reported, following a cesarean section, the patient lost 1500ml of blood due to uterine atony. A bakri tamponade balloon catheter was placed to treat the postpartum hemorrhage (pph). The bakri balloon was placed transvaginal and injected with 400ml of water. Clear liquid was found flowing out of the cervix. The user removed the device and found the balloon was leaking. A new balloon was used to achieve hemostasis. An additional approximate 100ml of blood was lost after device failure. The total estimated blood loss was 1600ml. The patient received transfusions of red blood cells, plasma, cold precipitation and platelets. The device was not tested before use and the device was not handled by or in the proximity of any metal tools that may have damaged the balloon. No additional patient consequences were reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, as well as visual inspection, and functional test of the returned device, were conducted during the investigation. One bakri balloon was returned without a package or label. The balloon was leak tested by inflating it with water, and a pinhole leak was observed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU) was reviewed and provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." A definitive cause of the event could not be determined from the available information. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.